Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported some time post port placement, after CT examination the port was allegedly found to be leaked and the catheter was allegedly broken. It was further reported that the distal catheter segment was removed percutaneously. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments were returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. Although the sample was returned for evaluation, one medical image was provided for review. The image shows a right sided chest wall port catheter that appears fractured near or just above the right clavicle. The investigation is confirmed for the reported catheter fracture, fluid leak and material separation and the identified wear and deformation issues, as a complete circumferential break was observed approximately 9.3 cm from the distal end of the cath-lock. A partial circumferential break was observed within the cath-lock. Both edges of the complete circumferential break appeared granular in one region and smooth and rounded in the other region. A partial compound break of the catheter was noted within the cath-lock and the edges appeared jagged. Upon infusion of the port body with attached catheter segment, a leak from the partial compound break was observed. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post port placement, after CT examination the port was allegedly found to be leaked and the catheter was allegedly broken. It was further reported that the distal catheter segment was removed percutaneously. There was no reported patient injury.